Manufacturer narrative:
Batch review performed on 13 august 2021: lot 189939: (B)(4) items manufactured and released on 08-05-2019. Expiration date: 2024-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Additional device involved: batch review performed on 13 august 2021: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2004294: (B)(4) items manufactured and released on 16-07-2020. Expiration date: 2025-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
9 months after the primary surgery the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.